Event description:
It was reported to philips that during preventative maintenance, an onsite biomed discovered that the ECG connector was loose around the ECG cable pins. There was no reported patient involvement.